Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 20g x 1.00 in needle through catheter it was reported by customer that piv malfunctioned and needle went through angiocath. Verbatim: rcc received a complaint via email. Email(s) attached. Date: 09/13/2024 piv malfunctioned and needle went through angiocath. Patient needed to be restuck for piv.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 physical sample submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the samples. Analysis of the sample showed that the defect reported by the customer was observed. Bd determined that the cause of the failure was attributed to improper handling during use, after opening the package and/or placing the device. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.